Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced a pericardial effusion that required pericardiocentesis. When the physician was performing an effusion check with the soundstar intracardiac echo catheter, a pericardial effusion was noticed. A pericardiocentesis was performed, 900 cc of fluid was removed. The patient was stable. Patient fully recovered. Patient did not require extended hospitalization, the patient was going to be taken to the ICU but the effusion resolved and they were taken back to normal post surgery recovery. The physician stated that all force values and ablations were normal. They had difficulty with coronary sinus (cs) access with the webster cs catheter, and there was possible perforation there. The physician's opinion on the cause of the adverse event is patient condition. Ablation was performed prior to noticing the pericardial effusion. No evidence of steam pop.